Event description:
I had this procedure done back in 2008, after my third child was born. Immediately I could feel the foreign device. I went home in tears, although on pain meds I could still feel it. After 3 days recovery and being in strong pain meds my pelvic pain was excruciating! The pain is still there. I have horrible cramping during my period accompanied with back pain. Breast tenderness, irregular periods, cysts, loss of hair, lack of libido, pain during intercourse, hot flashes, night sweats, clouded memory, tingling in all extremities. I am allergic to nickel, doctor didn't tell me it had nickel!